Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.1 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide moved forward but the cannula did not deploy. The patient removed the pod and confirmed that the cannula was not visible. According to the patient, the pod was discarded. No impact to the patient's glucose level was reported. Treatment information was not provided.